Event description:
Customer reports receiving erratic readings in blood glucose tests, with readings of 40 mg/dl, and 238 mg/dl within 10 muintes. All tests were performed on the finger. The results when plotted on a parkes error grid gell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.